Event description:
It was reported that the programmer received an error during boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed error at boot up; programmer boots to a system error. Analysis also found the keyboard slide cover is missing. Left keyboard hinge and keyboard latch are broken. Stylus tip is pulling away from main pen body. Concomitant product: 229047 analyzer. (B)(4).